Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm after changing the battery. Customer's blood glucose level was unknown. Customer reported they were able to clear the alarm, able to complete rewind. Customer reported that after troubleshooting the alarm occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. The test battery was removed and reinserted with no a17 alarm, a21 alarm or unexpected device history reset noted. Device was also monitored for one day. No a17 alarm, a21 alarm or unexpected insulin pump history reset noted. No cosmetic damage noted. (B)(4).